Manufacturer narrative:
(B)(4). The customer reported to have replaced the gui printed circuit board. Covidien upgraded the software and conducted the final testing only.

Event description:
It was reported that the graphical user interface (gui) displayed inoperative. There was no patient connected to the device.